Manufacturer narrative:
A service engineer (se) evaluated the device and noted that the screws were broken on the base, and that the bottom foot kit was missing, and that the device could not be secured properly to the stand. The se then reported that the bottom foot kit, adapter plate, and base assembly were replaced, and the issue was resolved.

Event description:
Philips received a complaint from the customer, reporting that the bottom case on the universal stand was loose and making a rattling sound. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the bottom case on the universal stand was loose and making a rattling sound. The customer reported that the mounting thumbscrews were broken off into the threads on the bottom of the ventilator. Onsite service is being requested.